Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that "the device was used for patient transport. Just before the ward was reached, the transport device switched off. There were only a few seconds between the "batterie low alarm" and the device failure. Patient was ventilated via ambu-bag, no patient injury occurred.

Manufacturer narrative:
The investigation of the device log as well as the investigation of the batteries showed that the battery capacity of the ventilator was unexpectedly reduced due to premature battery aging. If the mains supply stopped and the battery is empty, the evita infinity v500 responds with a power fail alarm according to iec 60601-1-8. This alarm is supplied from an independent power source and lasts for at least 2 minutes. The device turns off in case of a complete power failure, however, the breathing system is opened to allow spontaneous breathing. In this case the device has issued the power supply failure alarm according to specification in accordance with the distributed safety information as part of the ongoing recall, we agreed with the affected customers a shorter replacement intervals of the lead-gel batteries. This serves as a temporary and mitigating measure until a final solution to this problem can be offered by dräger. In addition it was noticed that prior to the event the device alarmed for low battery power despite the status indicator displayed enough remaining battery capacity. This is an early indicator for premature battery aging. The customer was informed about this indicator to identify premature battery aging.